Event description:
It was reported that during a shoulder procedure, the black outer coating of the ambient superturbovac wand was flaking into the joint space. There was a delay of less than 30 min· the procedure was completed using a back-up device and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not received, however, 7 devices from the same lot number returned for evaluation. A visual evaluation showed seven devices were returned unopened/sealed in original packaging with the batch number of the complaint on the labels. There were no visible defects on the seven devices. No flaking in the trays or on the devices were observed. A functional evaluation revealed that using a white cloth to wipe the black wand wrap and the black handle coating of three wands, showed no flakes. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.